Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having cough, lightheaded, headaches and sinus surgery. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam became degraded and cough, lightheaded, headaches, and sinus surgery. The device was returned to the manufacturer's product investigation laboratory (pil) for further investigation. During the investigation, pil observed a dark unknown dust contaminant on the flip doors of the sd card and module, top enclosure, front panel, rear panel, and bottom enclosure. An unknown dust contaminant was observed on the blower, blower seal, and blower box. A keratin-like substance was observed on the blower box outlet. ER-2243857(v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. During the investigation of the humidifier, a dark unknown dust contaminant was observed on the inside of the iso port on the flip lid. An unknown dust contaminant was present inside the water tank. An unknown contaminant was observed on the flip lid seal and the flip lid. An unknown dust contaminant and hair-like particles were observed on the bottom enclosure. An unknown dust contaminant was observed on the dry box seal and dry box. An unknown contaminant was observed inside the dry box. This investigation was performed as outlined in ER 2244873 (v01). Using a known good power supply and power cord, pil tech was able to power up the device, confirm airflow, a known good heated tube heats, and the heater plate heats. Review of the error logs shows the device had 5506.3 blower hours, 5165.4 therapy hours, one instance of e-4 (err_null_ptr), a reboot error, 1 instance of e-94 (err_rtc_stopped), a continue error, and 2 instances of e-101 (err_humid_max_temp), a continue error. Pil is unable to directly address the symptoms or complaints. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). Risk tags associated with this mode of failure include: inter01, infect01, and irrit02. The results of this investigation do not impact the calculated risks as outlined in ER-2219697 (v20). Section h6 updated in this report.